Event description:
It was reported that a patient experienced air in the patient line of a homechoice cassette without an alarm. The patient was connected at the time of the event. This occurred during the initial drain cycle of peritoneal dialysis therapy. During troubleshooting, it was discovered that the patient connected when the patient line was clamped and their transfer set was closed. The technical services representative assisted in ending therapy and reviewed proper procedures with the customer. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Connecting to the patient line when the line is clamped is a known cause of air in the tubing. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to open the clamp on the patient line to ensure proper priming. It provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.